Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a leak due to a use error further specified as the patient dropped an item on the patient line puncturing the line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to use aseptic technique to reduce the chance of infection when handling fluid lines and solution bags. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who experienced a leak in their patient line while connected to the homechoice (hc) during dwell. The patient had reached out for something on their dresser which fell and punctured a hole in the patient line. The patient ended therapy and started over with new supplies. The patient was advised to notify their nurse of the event. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.